Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was on inoperable condition. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the reported complaint was unable to be reproduced. "Vent-inop" and ifs error did not present itself at time of testing. Gde is functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.